Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: patient with giant cell tumor in the left femur, with bone defect, must be completed with graft. Surgeon reamed 10 cm and the ria drive shaft broke at the tip. Surgeon decided to use another implant. No further information is available at this time.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A review of synthes device history records for lot # 5471386 revealed the drive shaft assembly was manufactured and inspected to the synthes incoming final inspection sheet. The product conformed to all requirements.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.